Event description:
Consumer claims she was burned on her left shoulder from the cord of the heating pad. The unit was on the back of the chair when this occurred. It was plugged into the outlet with the computer and other appliances. She has laid on the bed with it for back pain. She did seek medical attention for 3rd degree burns at the emergency room.

Manufacturer narrative:
The heating pad was inspected on receipt. The pad was not working and there was a burn mark on the line cord. Pad did not have polyester cover or pu foam insert. The pad had an obvious smell of cigarette smoke. Based on the return and information available, failure occurred at the line cord. This is normally due to over extension or twisting of cord and / or an external event. The external event could be pinching of the line cord or catching the line cord in furniture. Pad was manufactured in 2002, it is 12 years old. With basic examination, that we recommend in our ib, it would have been apparent the heating pad had been compromised. There are heated creases that are permanent and the cover has yellowed over time. The pad is no longer flat or white which should have alerted consumer to purchase another one. The line cord event happened over time. There would have been signs of failure prior to the event. Either the cord was broken or was visibly stretched to a point of breakage. The cord was agency listed defining correct production control and product performance.